Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed a cut through into the distal high voltage lumen. It was confirmed this cut was induced damage. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, increased threshold measurements were observed on the right ventricular (rv) lead. As a result, a revision procedure was performed and the rv lead was successfully repositioned with acceptable measurements. The following day, the threshold measurements had increased again on the rv lead. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.